Event description:
It was reported to boston scientific corporation that on (B)(6), 2011, a contour vl ureteral stent was placed during a stent placement procedure. The patient returned on (B)(6), 2011 for a scheduled stent removal procedure, using cystoscopy, pielogram, and flexible ureterorenoscopy. Prior to the procedure, an x-ray was taken to view the stent position, and no abnormalities were identified. When the physician did the cystoscopy and started pulling on the stent to remove it, he noticed resistance. A ureteroscopy was performed using a flexible scope, and a knot was noticed at the distal end of the stent, within the uretero-pelvic junction. The distal end of the stent was also noticed to be slightly encrusted, causing the stent to be obstructed. A lithoclast was used to vibrate the knot loose and the stent was removed without injury to the patient. The procedure was prolonged by 30 minutes, but there were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Analysis of the returned contour vl ureteral stent revealed that the device was calcified. A .035" guidewire would not pass through the distal coil of the stent; it would pass through the proximal coil and shaft. There was no visible evidence that the stent was knotted on the distal end. It appears that the stent became encrusted during indwell due to interaction with the patient's anatomy. It is most likely that the calcification on the device caused resistance when an attempt was made to remove the stent. Per the device directions for use, "catheter occlusion" is a potential anticipated adverse event associated with indwelling ureteral stents. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that on (B)(6) 2011, a contour vl ureteral stent was placed during a stent placement procedure. The patient returned on (B)(6) 2011 for a scheduled stent removal procedure, using cystoscopy, pyelogram, and flexible ureterorenoscopy. Prior to the procedure, an x-ray was taken to view the stent position, and no abnormalities were identified. When the physician did the cystoscopy and started pulling on the stent to remove it, he noticed resistance. A ureteroscopy was performed using a flexible scope, and a knot was noticed at the distal end of the stent, within the uretero-pelvic junction. The distal end of the stent was also noticed to be slightly encrusted, causing the stent to be obstructed. A lithoclast was used to vibrate the knot loose and the stent was removed without injury to the patient. The procedure was prolonged by 30 minutes, but there were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."